Event description:
A distributor from finland reported difficulties with a pump's quick bolus/wake button, which was hard to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on a temporary fix and confirmed the pump needed replacing. They arranged for a replacement and instructed the customer to return the faulty pump using a pre-paid label within ten days, ensuring insulin delivery would continue with multiple daily injections as backup therapy.